Event description:
(B)(4) is the initial importer of the device which is a shower chair. The end-user discarded the chair. There are no pictures of the device. (B)(4) will be unable to evaluate the device. The device was purchased 3 months before it broke. It required assembly. It was adjustable for height and had grips for the floor. End-user claimed that the shower chair broke in half from side to side and shattered. The broken plastic injured his hip. The end-user went to his therapist after the incident. End-user is paralyzed on his left side sde due to a stroke.